Event description:
It was reported that stent damage occurred. A 8.0x60x135 cm express¿ ld vascular stent was selected to treat the iliac artery. However, during unpacking, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that stent damage occurred. A 8.0x60x135 cm express¿ ld vascular stent was selected to treat the iliac artery. However, during unpacking, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.